Event description:
Diabetic reports obtaining a blood glucose reading of 575 mg/dl on the suspect device (memory shows other high readings). Diabetic took 14 units of insulin (30/70) and this caused a serious injury. Emt device gave a blood glucose readings of 37 mg/dl. Patient was given food and an unknown IV in ER and is now doing fine.

Manufacturer narrative:
Standard disclaimer on file.